Manufacturer narrative:
(B)(4). Upon further review of this report, it was determined that the failure which was found during evaluation was erroneous. A timeout had occurred on the device prior to the volumetric accuracy. Since the timeout occurred, the device stopped moving fluid, therefore, automatically it would fail accuracy testing. Therefore, the failure never occurred. The device did not fail therapy monitored volume failed performance specification. The initial medwatch should not have been submitted.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the therapy monitored volume failed performance specification. The patient initially returned the device to due a noisy hc which is addressed in a separate report. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.